Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, constant pump beeping, self-test did not pass and a flower in the center of the screen like segments were missing during self-test. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported pump was bumped. Display did not return after pump restart. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
After battery installation, no blank display or audio/beep/vibrate anomaly noted. However, unit received with missing segment/display anomaly. Unable to perform the displacement, sleep current measurement, active current measurement, self tests or verify device test failed anomaly and unable to download file history due to display anomaly. Pump was cut open to perform visual inspection and found cracked/bleeding lcd glass. No moisture damage on the pcba1/pcba, motor, vibrator, during visual inspection. Missing segment/display anomaly due to cracked/bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Blank display or audio/beep/vibrate anomaly not confirmed. Unable to verify device test failed anomaly and unable to download file history due to display anomaly. Unit missing segment/display anomaly due to cracked/bleeding lcd glass confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.